Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) mfrs the custom perfusion pack. The d 903 dideco avant v ph oxygenator sys is a component of the perfusion pack. The 510(k) number for the d 903 dideco avant v ph oxygenator sys is k033323. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the valve at the outlet of the reservoir closed unexpectedly during a procedure. There was no report of pt injury. This issue was reported to the country's competent authority. This medwatch is being filed as a result of this action. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the valve at the outlet of the reservoir closed unexpectedly during a procedure. There was no report of pt injury.